Manufacturer narrative:
Device evaluation of battery pack 86432473 has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the damaged battery. Device evaluation of monitor has been completed. Upon investigation, the front response button was not functional. As received, the front response button 3.3v trace was creased. The cause of the non-functional response buttons is the damaged trace. The root cause of the creased trace cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a battery would not power on a monitor.